Event description:
It was reported there was high impedance of 32,000 on contact 5. It was stated the adaptor was explanted and replaced. It was noted the issue was resolved. It was noted the implantable neurostimulator (ins) was explanted due to normal battery depletion and it was replaced. It was stated an open circuit was detected on contact 5. It was noted the adaptor was tested during a battery replacement procedure and it was determined to be the area where the open circuit existed. It was stated the patient status at the time of report was alive with no injury. It was noted the patient had a burning sensation at the device pocket site and they had electrical shocks at the pocket site. It was further reported the patient received effective therapy. It was noted the adaptor was replaced and impedances returned to normal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the adaptor, lot #n287453, found the body conductor broken within 10 cm of the connector area. Conductor wire #5 was broken 2.7 cm from the proximal end. Analysis of the neurostimulator, serial #(B)(4), found the battery at normal end of life. Telemetry and output were okay. There was no significant anomaly.

Manufacturer narrative:
Concomitant products: product ID 64002, lot# n287453, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type adapter; product ID 3389s-40, lot# v568201, implanted: (B)(6) 2010, product type lead; product ID 3389s-40, lot# v159795, implanted: (B)(6) 2009, product type lead; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension; product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).